Manufacturer narrative:
The insulin pump passed the basic occlusion and displacement tests. No motor error alarms were noted by analysis. However, analysis was unable to prime the insulin pump during the prime test due to a slightly loose drive support disk. The insulin pump's motor was tested outside the device and passed. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, and minor scratches on the display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 129 mg/dl. Troubleshooting was able to resolve the issue. The device was returned for analysis.